Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2013, it was reported that the up arrow and down arrow keypad buttons were intermittently unresponsive. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the reported issue remained unresolved at the time of trouble shooting.

Manufacturer narrative:
The pump has been returned and evaluated by product analysis on 10/24/2013 with the following findings: the keypad was found to be intact; no peeling or lifting was observed. Evaluation revealed that the up arrow and down arrow keypad buttons were intermittently responsive. The up arrow button required increased force to elicit a response. There was evidence of keypad contamination found under all key contacts. A battery compartment crack was observed during visual inspection extending from the opening of the battery compartment to the primary seal. There was no evidence of moisture damage within the battery compartment.